Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the device was explanted because it was "defective". It was noted that the pt recovered w/o sequela. Add'l info was requested.